Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance and was possibly fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst commented that n (B)(6) 2016 rv pacing impedance rose to 700 ohms and then to 915 ohms on (B)(6) 2016 up from a trend of 348-428 ohms. The analyst also noted that it appears that the right atrial (ra) and rv leads may have been swapped in the header, as the lead registered as the rv lead was listed as the ra lead in the device logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.